Manufacturer narrative:
See b5 for corrected information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via company representative clarifying that the implant date was (B)(6) 2026 and the actual explant date is unknown. Best estimate that the explant took place was probably in early (B)(6) 2026. The patient's pump contained baclofen 500 mcg/ml. After explanting and reimplanting the system it was reported that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8731sc. Serial# (B)(6). Implanted: (B)(6) 2009. Explanted: (B)(6) 2026. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via company representative clarifying that the explant date was (B)(6) 2026 and the actual explant date is unknown. Best estimate that the explant took place was probably in early (B)(6) 2026. The patient's pump contained baclofen 500 mcg/ml. After explanting and reimplanting the system it was reported that the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID (B)(4). (Serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2009; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for unknown indications for use. It was reported that the patient's pump and catheter were explanted due to an infection. The hcp could not remember when but mentioned it started 6 to 8 weeks ago.  The patient was seen to have a new system implanted on (B)(6) 2026.